Manufacturer narrative:
The device was not returned for analysis. However, review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same event as MFR report 3005188751-2011-00141. It was reported at the completion of a ventricular tachycardia (vt) cardiac ablation procedure the pt became hypotensive and a pericardial effusion was noted. Prior the vt ablation procedure the pt had a non sjm implantable cardioverter defibrillator implanted that morning with no reported hypotensive events. The physician performed the vt cardiac ablation procedure using the ensite navx and a non sjm fixed defibrillator lead in the atria as the positional reference. A therapy cool flex catheter was placed in the left ventricle using retrograde approach and a 6f supreme ep catheter was placed in the right ventricle for the procedure. At the completion of the ablation procedure just prior removing the catheters the pt became hypotensive. A pericardial effusion was confirmed using echocardiography. The location of the perforation was believed to be in the left ventricle. A pericardiocentesis was performed draining 750 ml of blood from the pericardium and the pt stabilized. The pt had complained of chest discomfort three hours prior to the noted effusion but the physician does not believe this was related to the noted pericardial effusion. The current status of the pt was listed as good.